Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the implant depth was 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Upon removing the delivery catheter system (dcs) from the ventricle, the nose cone interacted with the inflow of the transcatheter valve, and the valve subsequently dislodged into the aortic root. Following dislodgement, the patient remained stable. Subsequently, the transcatheter valve was explanted and a non-medtronic surgical aortic valve was implanted while on extracorporeal membrane oxygenation (ECMO). Additional information was received to report a non-medtronic (cook medical lunderquist) guidewire was used for the procedure and the left axillary artery was used for vascular access for insertion of the dcs. The valve was implanted in the patient's native aortic valve. During deployment the cuspal overlap technique was used and the dcs slowly deployed the valve. Prior to slowly withdrawing the dcs, the nose cone was centered to "a degree not enough to completely center the nose cone" within the inflow portion of the valve frame. Per the physician, the cause of the dislodgement was unknown. The physician was of the assumption the nose cone had not interacted with the inflow portion of the valve frame and indicated the slower removal of the nose cone may have contributed to the dislodgement.

Manufacturer narrative:
H6. Eval code conclusion corrected data: h6. Patient code; device codes: unintended collision for the dcs, malposition of device for the valve additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the implant depth was 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Upon removing the delivery catheter system (dcs) from the ventricle, the nose cone interacted with the inflow of the transcatheter valve, and the valve subsequently dislodged into the aortic root. Following dislodgement, the patient remained stable. Subsequently, the transcatheter valve was explanted and a non-medtronic surgical aortic valve was implanted while on extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-34, serial/lot: (B)(6), use by date: 2026-11-13, UDI: (B)(4), the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.